Event description:
(B)(6) home health rn reported pt's pump malfunctioned during home infusion and pt continued therapy via gravity tubing. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard s/d - 1400ml. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis for use: nonfamilial hypogammaglobulinemia.